Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a change cartridge error occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer reverted to manual injections for alternate insulin therapy.